Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3: reference MFR report: 1627487-2016-00258; reference MFR report: 3006705815-2016-00019. It was reported the patient underwent an implant procedure on (B)(6) 2015. All devices were implanted and upon closing the incision, the patient began experiencing bradycardia. The patient was flipped over and intubated. Once the patient was stabilized they finished closing the incisions. He was then admitted to the neuro ICU and a CT was ordered. The patient was released from the hospital on (B)(6) 2015, without any further episodes or symptoms and the patient is doing well.